Event description:
It was reported that the insulin pump had a history anomaly and that the customer experienced high blood glucose levels. The blood glucose reading was 193 mg/dl. The customer stated that she did not observe any symptoms of high blood glucose and treated using the insulin pump. She reported that the last bolus that had been recorded was off by 1 minute in the history. Upon troubleshooting, it was found that the correct bolus was recorded with the correct time of the test bolus. The customer stated that her blood glucose had been sporadic recently and thought that this could be a factor. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. A cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window were noted during the visual inspection. Several boluses were programmed and delivered properly. Boluses recorded properly in the bolus history with the correct time and date. No history anomaly was noted.